Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Investigation of returned system is in progress. The replacement system resolved the issue and there were no further issues.

Event description:
A medtronic rep reported that the stealthstation s7 system will be traded out based on the camera cycling issues they have experienced. There was no pt present.